Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). St. Jude medical (B)(6); no complaint received with return of device. Failure (event) observed during analysis. Only partial lead was returned. Analysis found insulation abrasion.